Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunction was found: the plastic distal end cover was burnt. Based on the results of the investigation, in regard to the e216 error code, it is likely that water/moisture invaded the device and the electronic components such as the image sensor unit/printed circuit board inside of the connector had an abnormality because of the water; however, a definitive root cause could not be determined. Based on the results of the investigation, in regard to the burnt plastic distal end cover, it is likely that a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring sufficient distance from the distal end; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: event1: important information ¿ please read before use warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Event 2: bf-1th190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope bf-1th190 operation manual: chapter 4 operation:4.3 using endo therapy accessories olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on due diligence follow up with the customer. The customer confirmed there was no laser or heat instrument used during the procedure preceding the identification of the distal end burn. However, no information was obtained regarding high frequency instrument use in combination with the device during past procedures. Should additional information become available, a supplemental would be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had issue with image. When attached to the olympus tower, the scope trips the system and displayed an error message. Furthermore, no image was displayed. A different scope was used to complete the procedure and there were no reports of patient harm.